Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that for the past 2 - 3 months, they have had no control and are peeing all over themselves, it is not working and they are the worst they've ever been even before having the implant and need to wear pads. The caller does not have their patient programmer with them at the time of the call to check the status of the device. The patient will call back tomorrow when they have the external devices to check and adjust the therapy. Additional information was received from the patient. The caller called back and had 2 patient programmers. One would not power on, even with new batteries. Agent emailed repair. The other one powered on and synched and it was determined that the therapy was turned off. Agent helped the caller decrease the stim level, turn therapy back on, and increase to a comfortable level. Caller reported feeling a sensation like a small pain or cramp right below where the implant is, so stimulation was decreased to a comfortable level. Caller reports no falls or trauma but they do have other medical conditions such as a bad back and sciatica. Agent reviewed how to change programs if needed.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.